Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery dropped from 80-90% to 5% suddenly. In addition, the pump could not be charged despite the attempt of multiple power adapters. The customer's blood glucose level was 164 (mg/dl) at the time of the event. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.